Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. The alarm occurred during dwell three of five of peritoneal dialysis therapy. During troubleshooting, it was noted that there was a loose connection between a supply bag and supply line. The power was cycled to clear the alarm and the patient ended therapy for the night. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The cause of the reported alarm was due to a loose connection between a supply bag and supply line. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.